Manufacturer narrative:
Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of "caused by other". The complaint investigation indicates other co-morbidities caused the complaint event. Per the death certificate, significant conditions that contributed to the death include crf, htn, copd and anemia. While a possible device relationship was indicated, the most probable root cause of the death is the underlying co-morbidities.

Event description:
Additional information provided by the site: the death certificate indicated that the sudden cause of this natural death was a myocardial infarction. Other significant conditions contributing to the death include crf (chronic renal failure), htn (hypertension), copd (chronic obstructive pulmonary disease) and anemia.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device is not available for return; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. Taking into consideration the evaluation conducted and the details of the complaint, this investigation is assigned the most probable root cause of unknown. A complaint with a most probable root cause classification of unknown indicates that a device-related root cause does not apply. Despite numerous attempts to get more information on the cause of death, no new information has been received. Should additional information be obtained, the root cause of the complaint will be reviewed.

Event description:
Study (B)(4): the nexsite device was successfully placed on (B)(6) 2016. On (B)(6) 2016, the patient died at home. The cause of death is unknown at this time.